Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was cracked and customer was used tape adhesive to fix the reservoir. The customer's blood glucose level was unknown. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.